Event description:
The customer reported that he activated the device at 1:40 am and his blood glucose, carbohydrate and insulin treatment the next day were as follows: time: 7:55 am, bg (mg/dl): 171, cho (g), bolus (u): 1.05. Time: 11:02 am, bg (mg/dl): 130, cho (g): 69, bolus (u): 4.35. Time: 3:05, bg (mg/dl): 193, cho (g): 33, bolus (u): 3.60. Time: 5:15 pm, bg (mg/dl): 370, cho (g): 45, bolus (u): 6.55. He noticed that the cannula was out of skin causing leakage and deactivated the pod at 7:48 pm. The cannula was also kinked.

Manufacturer narrative:
The returned device was investigated and performed as designed. No defect or deficiency that would result in the cannula falling to insert correctly or the pump failing to deliver insulin were found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory evaluation. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodge cannula may interrupt insulin delivery," and "because insulin pod use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Qualification records were reviewed and the product lot met all acceptance criteria.